Event description:
The customer reported that the screen goes blank when they move the c-arm resulting in an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly was replaced. The system was then found to be operating as intended.